Event description:
It was reported that a patient experienced an acute renal failure and hemolysis. During a pulsed field ablation (pfa) procedure using a farawave pulsed field ablation catheter, 78 applications were given. After the procedure was completed, the physician reported that the patient had acute renal failure. The patient was given 3 l of fluid and had successfully recovered from the event. The device will not be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.